Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation no root cause could be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera control unit keeps giving an e118 error and sometimes an e116 error also occurs. The issue was found during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for a device evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.